Event description:
It was reported that the representative requested a review of this right atrial (ra) lead. Technical services (ts) provided a review and discussed this lead exhibited failure to capture at max output, high out of range pace impedance measurements, undersensing on presenting electrogram (egm). The ra sensitivity was adjusted and undersensing was no longer observed. The representative will discussed with physician for next steps and programming. This lead remains in service. No adverse patient effects were reported.